Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) minicaps leaked betadine while connected to a luer transfer set. There was patient involvement. The care giver (cg) stated the leaks occurred for four (4) to five (5) days; the cg did not see any cracks or damage to the minicaps. There had been no damage to the caps and they had seemed secure to the transfer set. The cg stated they had not seen any damage to the transfer set. The patient had their transfer set replaced following the leaking minicaps as a precaution; the cg advised once the transfer set was replaced, the minicaps stopped leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.